Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete. Device #2: proglide part#12673-03, lot# 84033-6h indicated will be filed under a separate medwatch MFR number.

Event description:
Device malfunction: device #1 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, during arteriotomy closure of the left common femoral artery, when the needle plunger was removed, a needle tip was not captured by a cuff. The device was removed and a second proglide device was used to achieve hemostasis. Reportedly, during arteriotomy closure of the right common femoral artery, when the needle plunger was removed a needle tip was not captured by a cuff. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.